Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the femur at the bone to cement and cement to implant interface. Revision attune femur, stem, sleeve, and distal augments were implanted along with new insert. Patella and tibial tray from primary knee were unchanged. Unknown cement manufacturer. Doi: (B)(6) 2017; dor: (B)(6) 2018; unknown affected side.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.